Manufacturer narrative:
Unit received with bleeding and cracked lcd glass. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was dropped from a high place and was completely damaged with cracks and different colors on the display. The customer's blood glucose was unknown. The customer stated that the cracks were on the display screen and the battery compartment. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.